Event description:
Fired cs25 to create gastrojejunostomy. Circular staple line seemed to be only 75% complete. Approximately 25% of the staple line came undone and seemed to have no staples. Cautery and suture applied to repair anastomosis.